Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the device failed internal leakage test with message 'pressure transducer difference > 5 cm h2o', pressure transducer test and safety valve test during pre-use check. The expiratory channel printed circuit board was found defective and was replaced, which resolved the issue. The device was delivered to the user in working condition. The expiratory channel contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Review of the device's logs confirms occurrence of some of the reported issues. Moreover, other test failures were noticed during review of the provided logs, which could be consequence of the malfunction of the claimed part. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test and safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. # (B)(4).